Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture with high impedance measurements thus a revision procedure was performed. At the lead revision when the physician removed the device out of the pocket, she noticed damage to the lead insulation and a conductor fracture in one spot on the lv lead. It was noted that the conductor coils were exposed at that same spot. The physician stated there was a small chance she may have caused the damage while using electrocautery to remove the lead, but still felt that the finding was the most likely cause of the loss of capture and high impedance measurements. It was also noted that the device functions had been deactivated years earlier when the lv lead issue was initially identified. The physician had made the choice to deactivate the device since the patient's ejection fraction had gone back to normal. The patient was fine for awhile but then started to go back into heart failure, which was the reason for the revision procedure. During the procedure the lv lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted. No additional adverse patient effects were reported. It was noted that due to the use of electrocautery for removal, the lead was in many pieces and would not be returned.